Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: nervous. A patient reported they called 911 and was hospitalized. Their meter allegedly was inaccurately high. The result on their meter was unknown. The result on the emt meter and hospital meter was unknown. The time difference between patient's meter and emt meter was unknown. Treatment was unknown. No further information has been reported.